Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level at the time of incident was 440 mg/dl. Customer treated high blood glucose level with syringe and brought it down. Troubleshooting was conducted for high blood glucose levels. Bent cannula was discovered and the customer was advised that the bent cannula could be a contributing factor to the high blood glucose. Customer declined to continue troubleshoot. Customer was advised to change entire set, reservoir and insulin. Nothing is being returned or replaced.